Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at implant site, however the issue did not resolve; subsequently the patient was treated with antibiotics (date and type not reported).